Manufacturer narrative:
The information in this report was provided by the patient's attorney to stryker orthopaedics legal affairs. The catalog number, lot code and specific description of the liner described in the event was not provided. Additional information is not available at this time due to ongoing litigation. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. Should additional information become available, it will be provided in a follow up report. Legal case.

Event description:
It was reported by the attorney as a result of a legal claim that allegedly "on (B)(6) 2014 the patient developed a sudden onset of severe pain on her left hip that made it impossible to walk or move around ..." X-rays revealed that the left hip components were dislocated and the patient underwent same day closed reduction procedure which proved unsuccessful. Two days later, on (B)(6) 2014 the patient underwent an open reduction procedure which revealed that the metal liner on the acetabular cup was loose- specifically the metal head of the acetabular cup which was utilized tor the total hip replacement was dislocated from the plastic component."